Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information a temporal relationship exists between ccpd therapy with the liberty cycler /fresenius products and the development of the abdominal hernia requiring corrective inpatient surgery a well as the causal association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis (pd) therapy. The patient was transitioned to in center hemodialysis therapy for renal replacement therapy until cleared by nephrologist to restart pd therapy. Additionally, there has been no reported allegations of device malfunction, against the liberty cycler or any fresenius products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call on an unrelated incident a peritoneal dialysis (pd) patient¿s nurse reported the patient had an abdominal hernia prior to start of pd but was exacerbated by pd therapy and required inpatient surgical intervention in (B)(6) 2017. The actual date of the abdominal hernia repair is unknown but the patient started on in -center hemodialysis (hd) therapy on (B)(6) 2017 and continued on hd therapy without reported issues while recovering from the abdominal hernia repair. At this time, it is unknown when and if the patient has returned to pd treatment and that would be determined by patient¿s nephrologist.